Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the button error alarm due to the blank display. The insulin pump also had a cracked case.

Event description:
The customer called to report moisture damage, a button error alarm, unresponsive buttons and a crack along the insulin pump case. Advised that the insulin pump would be replaced. Nothing further was reported.